Event description:
It was reported, the device was unable to be interrogated at the office of the chief medical examiner following the patient's death and they were also unable to elicit an audible tone from the device with a magnet. It was further reported, it was "possible" the patient's death was device related. The cause of death has been requested and not received.

Event description:
It was reported the device was unable to be interrogated at the office of the chief medical examiner following the patient's death and they were also unable to elicit an audible tone from the device with a magnet. It was further reported it was "possible" the patient's death was device related. The cause of death has been requested and not received. Per the medical examiner, patient had a seizure disorder and seizure activity was witnessed prior to patient becoming unresponsive. The patient died (B) (6) 2010 in the hospital emergency room. Also reported patient had device originally implanted due to bradycardia that accompanied her seizures. Patient had last been seen in clinic (B) (6) 2009.

Manufacturer narrative:
(B) (4)

Event description:
It was reported the device was unable to be interrogated at the office of the chief medical examiner following the patient's death and they were also unable to elicit an audible tone from the device with a magnet. It was further reported, it was "possible" the patient's death was device related. Per the medical examiner, patient had a seizure disorder and seizure activity was witnessed prior to patient becoming unresponsive. The patient died (B)(6) 2010 in the hospital emergency room. Also reported patient had device originally implanted due to bradycardia that accompanied her seizures. Patient had last been seen in clinic (B)(6) 2009. Autopsy report received and reported cause of death as "catecholamine induced ventricular arrhythmia" and the manner of death was determined to be natural.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed the device had no telemetry and no pacing output. Further analysis reported the device lost telemetry and function due to battery depletion. There is no evidence to indicate the depletion was anything other than normal. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Under nominal settings, the expected longevity is consistent with the amount of time the device was implanted. Since no save to disc data could be retrieved from the device and no other data was provided from the field, there is no way to confirm this result. The result of analysis is inconclusive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.